Event description:
It was reported the subject device experienced when the air supply was increased during surgery, the power went out. This issue occurred during a therapeutic procedure. The procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: e03 error a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction the power went out because abnormal operation of the pressure sensor on the main board was detected. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.